Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 1.17 was keeps failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.17 kept failing. A field service engineer (fse) confirmed with the escorting pharmacy technician that during drawer recovery, ketamine syringes had become jammed in the mini drawer. The technician was able to successfully resolve the jam at that time. The fse attempted to inventory the reported failed drawer, which displayed a speed violation and failed. Fse replaced the mini engine and retested, but the error persisted. Removed all drawers from the bottom row and discovered multiple miniature tracks affected by sticky residue from medication spills. Thoroughly cleaned the tracks, ladder assemblies, and individual mini drawer engines. After extensive cleaning, all drawers were tested and confirmed to be functioning correctly. The system functioned as intended after the field service engineer repaired the device